Manufacturer narrative:
The reported event of separation difficulty or device dislodgement could not be confirmed. Visual inspection noted stretched helix; the helix length was out of specification. Helix elongation is consistent with having occurred during procedure. The inner diameter of the device docking button was within specification. A review of the device history record (DHR) confirmed that no issues were identified related to this reported event. Longevity assessment found the device was operating above the elective replacement indicator (eri) voltage with appropriate remaining longevity.

Event description:
During attempted implant, the device failed to separate from the catheter during tether mode and subsequently dislodged. The device was retrieved and a different device was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.